Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in the patient during an unknown endovascular treatment. It was reported approximately 9 years post the index procedure the patient phoned technical services to report there was an unknown error with the stent graft. It was reported the issue has been corrected and the patient status has been confirmed as good. The cause of the event is undetermined.